Event description:
It was reported that the patient "had a burning sensation around my pacemaker for 4 hours last night." No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.